Event description:
Customer reported that they are receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 23 mg/dl and 113 mg/dl within 10 minutes. The tests were performed on the forearm. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury to mistreatment associated with this event.